Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced a high blood glucose. Customer¿s high blood glucose value of 400 mg/dl at the time of incident. Customer's other blood glucose value was 450 mg/dl. The customer was treated with manual injection. Customer stated the drive support cap appears normal. Based on customer report customer does not allege insulin pump was under delivering. Customer was performed high pressure test and it was pass. The device will not be returned for analysis.